Event description:
Healthcare professional reported right side rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Later, healthcare professional reported the following which are not device related: "accident", "ziplline injury?" And "unsure whether the zipline injury was the reason for the reason for the rupture." Later, healthcare professional also reported "small amount of fluid noted within the implant." Device has been explanted and discarded.

Event description:
Healthcare professional later reported capsular contracture, baker grade IV.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade IV.